Event description:
It was reported that during the procedure the subject stent deployed and got stuck in the catheter. The subject device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure the subject stent deployed and got stuck in the catheter. The subject device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date- added, d4 gtin # - added, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, h4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received, and the reported lot number was confirmed from the packaging label. The subject stent was received with the stent delivery wire (sdw) within the microcatheter. The introducer sheath was not returned. The microcatheter was noted to be intact. The subject device was unable to be flushed, and the stent delivery wire (sdw) was unable to be advanced. The stent delivery wire (sdw) was able to be withdrawn from the microcatheter; however, the subject stent remained at the distal end of the microcatheter. The subject stent was able to be removed through the distal end of the microcatheter using a 0.0158" mandrel. Dried procedural fluid/material was also removed from the microcatheter. All 3 marker bands were present on both ends of the subject stent. The distal end of the subject stent was pinched together, held by dried procedural fluids. The subject stent expanded fully with no anomalies noted after it was cleaned. The stent delivery wire (sdw) was kinked/bent at the distal end. During the functional inspection, the subject stent was unable to be deployed by advancing the stent delivery wire (sdw). The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during use' was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure the subject stent deployed and got stuck in the catheter. No further information was available. The device was returned for analysis. The stent delivery wire (sdw) was returned within the microcatheter, the stent delivery wire (sdw) was unable to be advanced to deploy the subject stent from the microcatheter. The stent delivery wire (sdw) was removed from the microcatheter and found to be kinked. The subject stent remained deployed within the microcatheter. After removing the subject stent with a patency mandrel there was dried/ solidified procedural blood and fluids noted within the microcatheter and the subject stent was intact. The presence of dried blood and procedural fluids within the returned microcatheter is an indication of insufficient flush during the clinical procedure, which may have caused friction or difficulties to advance or retract the stent delivery wire (sdw)/subject stent during use which is evident from the kinking noted to the distal end of the stent delivery wire (sdw), and subsequent premature deployment of the subject stent within the microcatheter. The as reported code 'stent deployed prematurely during use' as well as the as analyzed codes ¿stent delivery wire (sdw) kinked/bent¿ and ¿stent difficult/unable to advance or pullback through catheter¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to unknown procedural factors during use.